Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The device is used in treatment. Complaint mode was confirmed. The device does not meet specifications. A visual inspection was performed and it was observed inflation line is detached from the tube, and the tube presents damage where the inflation line was inserted, and it was also observed the distal end of the inflation line presents bonding agent. The failure relates to the reported event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's pilot tube disconnected from the body of the main tube. It was reported that they could not determine if the cuff was inflated or deflated. It was indicated that the child will require or to a tube exchange.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.